Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" past results were mainly mid ones to mid threes; no specifics given and therapeutic range unknown. Wife of patient called to report trouble with testing today. Could not get enough blood to test. Had precision issues leading up to test as listed above. Patient started taking ciprofloxacin about a month ago. Coumadin was held about a week ago, but caller is not sure of date or reason why. Had a hard time getting blood today. Usually not a problem. Warming hands with heating pad. Retested over the phone. She got result of 1.3.